Manufacturer narrative:
Batch review performed on 14 september 2021: lot 2002126: (B)(4) items manufactured and released on 24-03-2020. Expiration date: 2025-03-11. No anomalies found related to the problem. To date,(B)(4) items of this same lot have been sold without other similar reported events.

Event description:
Revision surgery was performed 1,5 months after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.